Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect(s) of angina and stenosis are listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: date estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2014, for chest tightness. Angiography showed a single vascular lesion. It was reported that one 2.5 x 23 mm xience xpedition stent was implanted in the proximal right coronary artery with 80% stenosis. The patient was discharged on (B)(6) 2014. On an un-specified date in 2017, the patient was re-hospitalized for chest pain. Angiography showed restenosis in the original stent. Transfusion treatment was given. The patient was discharged after the improvement. Per physician, the relationship between the event and the device is not known. The symptoms continue. No additional information was provided.